Event description:
A customer reported a loss of monitoring at the cic (central station) due to a suspected hard drive failure. No death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.